Manufacturer narrative:
On 06/30/2010 - this event concerns a device that was MFR and used outside the united states. Analysis is pending.

Event description:
Reportedly, damage to an unspecified coil of the subject lead was observed by means of fluoroscopy. Prior to the implant attempt, the physician confirmed that the lead was undamaged.